Event description:
It was reported, the patient was experiencing increased spasticity despite dose increases. There was a suspected catheter issue that could not be identified; therefore, the healthcare professional (hcp) opted for a full system replacement. The logs were checked and a catheter dye study was performed. The results were not reported. The patient status at the time of the report was ¿alive no injury¿. The pump was used to infuse baclofen. Additional information received reported the dye study results were normal. The patient was doing well and receiving therapy.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly; dried drug, blood or foreign material occlusion of the catheter body was seen. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.